Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked out of port 2. The issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: november 9, 2021 - november 10, 2021. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on one (1) randomly selected sample and a leak from port 2 was observed. The reported condition was verified. The cause of the condition could not be determined.this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.